Event description:
It was reported that the devices were placing scissored clips during a procedure. There was no patient consequences.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.